Event description:
Customer called to report that she went to the hospital on (B)(6) 2011 with a "high" blood glucose reading. No specific values were reported. The customer stated that she was hospitalized due to a "silent heart attack." Customer was released from the hospital and is doing well with a blood glucose of 87 mg/dl.

Manufacturer narrative:
The product was discarded and will not be returning for eval. Unable to determine if a malfunction occurred that would have contributed to the pt's "high" blood glucose level. Unable to confirm that the pt's reported "silent heart attack" was related to her diabetes. The user guide emphasizes to check blood glucose frequently to detect and respond to high and low blood glucose promptly. The lot was found to have met all acceptance criteria.